Event description:
It was reported that pump experienced malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction, and was advised to continue using pump and call back if malfunction recurred, which had not happened after reset.